Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module for one patient. The following information was provided: (B)(6) 2025, sid (B)(6): initial result = 113 mmol/l. The patient was sent to the emergency room and had a new sample drawn: sid (B)(6): initial result = 137 mmol/l. The original sample was repeated which generated a result of 137 mmol/l. The 2nd sample was repeated which generated a result of 136 mmol/l no additional impact to patient management was reported.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module for one patient. The following information was provided: (B)(6) 2025, sid (B)(6): initial result = 113 mmol/l. The patient was sent to the emergency room and had a new sample drawn: sid (B)(6): initial result = 137 mmol/l. The original sample was repeated which generated a result of 137 mmol/l. The 2nd sample was repeated which generated a result of 136 mmol/l no additional impact to patient management was reported.

Manufacturer narrative:
The customer technical advocate (cta) reviewed the abbottlink log data and noted that message code ¿3460 aspiration error for sample at sample positioner¿ was occurring intermittently. The customer resolved the issue by calibrating the sample probe. No additional discrepant sodium result issues have been reported since the sample probe was calibrated. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the sample probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the sample probe were identified.